Event description:
A transit microcatheter was used for stent placement in the right coronary artery. It was difficult to access the target site and an exchange of five different guidewires was conducted. Upon withdrawal of the last guidewire the transit catheter separated. The proximal section was removed and the distal section was retrieved using a snare. There were no reported complications to the pt.

Event description:
A transit microcatheter was used for stent placement in the right coronary artery. It was difficult to access the target site and an exchange of five different guidewires was conducted. Upon withdrawal of the last guidewire the transit catheter separated. The proximal section was removed and the distal section was retrieved using a snare. There were no reported complications to the pt.